Manufacturer narrative:
The customer reported the analyzer was "getting warm". Upon troubleshooting, it was discovered that the customer had inserted the batteries incorrectly. The customer stated proper insertion corrected the issue. There were no allegations of patient/user harm. There were no allegations of incorrect results.

Event description:
The customer reported the analyzer is "getting warm". The customer determined that the batteries had been inserted incorrectly.